Event description:
Ous MDR - after an implant duration of about 24 months, inappropriate shocks were reported. No additional adverse patient side effects have been reported. The system was explanted and a new one implanted. There were no dates provided.

Manufacturer narrative:
Ous MDR.